Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with a heart rate in the 20 beats per minute (bpm) range. The patient subsequently experienced a 5 second pause and was intubated. It was reported that the device had been programmed vvi 40 after initial implant, pending a left ventricular (lv) lead revision for diaphragmatic stimulation. An invasive procedure was performed the following day. The device was explanted and replaced and the lead was successfully explanted and replaced with another manufacturer's lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.